Event description:
Customer reports a false negative antibody screen on the provue for a patient sample (historically apos female with colon cancer). The patient had a known anti-e and customer expected the screening cell #2 which is e antigen positive to demonstrate reactivity. Upon repeat in manual gel and retest on the provue a second time, the expected positive reactions where achieved.

Manufacturer narrative:
Customer states the provue has been performing as expected. No incorrect or erroneous results were reported as a result of this incident. Full crossmatches with e antigen negative have been compatible and will always be done on this patient. Due to the multiple transfusions of packed cells and plasma, the investigation determined that the most likely root cause of this event was sample related.